Manufacturer narrative:
Motor control board.

Event description:
It was reported that the motor control board shorted out due to fluid intrusion. There was no pt involvement and it is unk if there were any adverse consequences.